Event description:
The article was reported in the published literature and describes a case of chronic asymptomatic obstruction in a normal ureter following injection of deflux (0.7 ml). Approx 15 months post injection, the pt underwent an open right ureteral reimplantation for chronic partial ureteral obstruction. Intraoperatively, the bladder appeared to be of normal thickness and capacity. A 7 mm nodule located anterior to the right ureteral orifice was visualized. A second loculated area of walled-off deflux pseudocapsule was removed and noted to be enlarged and of a yellowish color. The distal ureter was excised and a cohen across-trigonal ureteral reimplantation was performed without complication. The postoperative course was uneventful. Ultrasound at 6 weeks post reimplant demonstrated resolution of hydronephrosis. Pathological analysis revealed foreign material with fibrin and calcification. The distal ureter was noted to have adjacent foreign material with foreign body giant cell reaction.

Manufacturer narrative:
(B)(4). Ureteral obstruction is a known and labeled adverse event associated with subureteral injection procedures. The device was not returned to the MFR for eval, however, the literature case report describes the pathology analysis. Device failure/out of specification condition is not suspected.